Event description:
It was reported to boston scientific corp that a leveen coaccess electrode system was used during a liver rfa (radiofrequency ablation) procedure performed on (B)(6) 2009 (pt age over 18 years old). According to the complainant, after advancing the electrode to the target lesion, the array was extended and retracted. However, difficulty was encountered while retracting the array. When fully retracted, the electrode was removed and the procedure was completed with another leveen coaccess electrode system. There were no pt complications reported as a result of this event.

Manufacturer narrative:
(B)(4) - (retract, difficult to). The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed. (B)(4).